Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA.

Event description:
The device was applied during a laparoscopic chollecystectomy procedure. Reportedly, the pneumoperiteneum leaked from the instrument. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.